Event description:
A customer contacted beckman coulter (bec) stating that the olympus au5431 clinical chemistry analyzer generated erroneous triglyceride (tg) patient results which was believed to be caused by a level detection issue. The customer indicated that they had been experiencing continued issues with "r1 reagent empty" errors on unit 3 of the analyzer. The customer indicated that the tg results had all been zero or negative results and that none of them had been reported out of the laboratory. All results were repeated on an alternate analyzer and those results were reported. Review of customer supplied data revealed that there were twenty three (23) patient samples that gave erroneously low tg results. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. The customer indicated that a bec field service engineer (fse) was previously dispatched on (B)(4) 2013 and replaced the r1-2 reagent transport assembly and the reagent level sense pc board; however, the instrument continued to generate the r1 reagent level detection errors. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to further evaluate the instrument. The fse replaced the level detection wiring harness suspecting faulty wiring as the cause of the continued reagent level sensing issues. System performance was verified and the issue was resolved. Failure mode is attributed to hardware failure from the level detection wiring harness.

Manufacturer narrative:
Continued investigation by beckman coulter discovered that the level sense issues were centered on reagents which were provided in the 180 ml size kits. The reagent kits require the use of pipe/straw which must be inserted in the bottle prior to use. The pipes must sit straight in the bottle and must not contact the bottom of the reagent bottle. Dead volume criteria must also be met. The fse stated that about 75% or more of the pipes that were evaluated failed to meet visual inspection. The fse noted that the customer consolidates all of the pipes/straws from all reagent kits into one bin and pulls out of that stock as needed. The fse evaluated multiple pipes from the consolidated bin which would cover pipes/straws from any 180 ml reagent kit as well as any blank 180 ml bottle kits for pour-over reagents. The pipes evaluated were not straight and most show a slight curve that is difficult to detect without a straight line of comparison. With a curved pipe, the instrument's reagent probe is likely to contact the side of the pipe and falsely indicate the level of that reagent. Beckman coulter confirmed the presence of curved/bent pipes/straws from reagent warehouse stock and will continue to investigate this issue. All related medwatch reports associated with this event: 9612296-2013-00098, 9612296-2013-00102, 9612296-2013-00104, 9612296-2013-00108, 9612296-2013-00109, 9612296-2013-00110.

Event description:
This is a follow up report.